Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the d2 diode on the bedside board was internally shorted. The cause of the inability to charge the battery packs is the contaminated board and internally shorted component. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause for the internally shorted component was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a battery pack.